Event description:
This is a report of a home patient (hp) who experienced a leak when the last fill bag disconnected from the cassette. This occurred during dwell 4 of 4 while the patient was connected to the homechoice (hc). The hp stated that during set up, the connection between the bag and cassette would not stop turning. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.